Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "adverse effect of allergan natrelle saline implant." Additionally healthcare professional reported "swollen tender lymph nodes, grade 2 contracture, burning around the chest, skin rashes." The reported events "signs and symptoms classic of breast implant illness, symptoms of fatigue along with brain fog along with muscle aches and weakness, joint aches, soreness, dry skin, eyes, and mouth, weight gain, easy bruising along with night sweats, insomnia, estrogen, full body odor, frequent urination. Headaches, dizziness, anxiety attacks, chronic neck back pain," are considered non-device related. Device has been explanted.